Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed low battery alert and battery power loss alarm. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed low battery alert and battery power loss alarm due to j6 connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Unit was received with faded serial number label, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated they were able to successfully clear the alarm and were able to complete rewind. Customer stated that alarm did not occur immediately after a battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.